Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the right coronary artery. A 2.00mm x 15mm emerge balloon catheter advanced for dilatation. However, during introduction, the shaft broke and was not able to enter the patient's body. The fracture part was removed by pulling it together with the guide. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the right coronary artery. A 2.00mm x 15mm emerge balloon catheter advanced for dilatation. However, during introduction, the shaft broke and was not able to enter the patient's body. The fracture part was removed by pulling it together with the guide. The procedure was completed with another of the same device. There were no patient complications reported.